Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the pt. Per the customer, the fiber cap was removed from the pt's anatomy by a grasping instrument. Add'l info reported by the customer was there were no error codes that were displayed on the console when the event occurred. The pt did not experience any harm as a result of the event. The user did not experience any injury from use of the system. The current status of the pt is good. The first fiber used in the procedure was reported in MFR report number 2937094-2011-02422.